Event description:
Leica microsystems received a complaint from (B)(6) hospital regarding sub-optimal processing resulting in dry and brittle tissue, using peloris tissue processor serial number (B)(4).

Manufacturer narrative:
Conclusion: immediately prior to commencement of the "factory 12 hr xylene free" protocol started in retort b at 16:55 pm on (B)(6) 2012, a user removed bottle 9 (ipa) from the instrument for 5 seconds and reset the reagent station in response to info associated with an error code indicating that the protocol could not be run because the final cassettes processed threshold for ipa had been exceeded. Bottle 9 was removed for insufficient time to complete manual replacement. Resetting the reagent station sets the reagent concentration to the default value configured in the reagent type definitions; and resets the number of cassettes processed and the number of cycles and days to zero. The properties of the reagent in bottle 9 prior to this user action were: ipa concentration (as calculated by the peloris software) = 93.5%, cycles = 64, cassettes = 4632 and days = 37. As the reagent was not physically replaced, the reagent properties remained unchanged when the station properties were reset. Bottle 9 (ipa) was then used for the final step prior to wax infiltration in each of the three (3) protocols from which sub-optimal processing was identified. The minimum final reagent concentration for ipa is 95%. Using ipa at less than the minimum concentration required results in re-introduction of water into the tissue, contamination of reagent used in processing steps following and the sub-optimal processing reported. The root cause for the sub-optimal processing reported was failure by the user to complete the manual reagent replacement process in accordance with the MFR instructions detailed in the leica peloris/peloris 11 user manual. On 24 march 2012, leica microsystems received info that all tissue samples exhibiting sub-optimal processing were diagnosable.